Event description:
It was reported that the ilet touch screen was cracked during sleep, after which the screen was nonresponsive and the device was not usable. Symptoms included no injury. Outcomes included no impact to health and continued cgm use via dexcom g7 while awaiting replacement. Investigation included collection of user report, confirmation that data were synced before shutdown, and arrangements for return and replacement to enable further evaluation. Investigation of this case revealed a mechanical damage event to the touchscreen/display assembly with loss of touch function, consistent with a broken or cracked screen rendering the device inoperable. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.